Event description:
The reporter stated, that the surgeon had inserted a single piece toric silicone lens model aa4203tl lens with no problems however, the surgeon decided to remove the lens and put in a lens of a higher diopter power for the patient. There was no patient injury or product issue, it was a surgeon's choice to remove the lens.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.